Manufacturer narrative:
The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. We are investigating the case in detail. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore not related to product quality.

Event description:
On (B)(6) 2018 - a (B)(6) male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection site was covered with sterilized gauze and applied plaster. Unk - he had septic arthritis and visited to another hospital.

Manufacturer narrative:
This is a definitive report. This additional information was reported from the treated physician. The patient had kidney failure and received dialysis. The patient was transferred to the other hospital. Wbc, crp and creatinine were tested on (B)(6). Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
On (B)(6) 2018 - a 70 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection site was covered with sterilized gauze and applied plaster. On (B)(6) 2018 - he had septic arthritis. On (B)(6) 2018- he had kidney failure and received dialysis. On (B)(6) 2018- he was admitted to another hospital. Wbc; 12880/microl, crp; 48.58 mg/dl and creatinine; 4.01 mg/dl. He received arthroscopic synovectomy and dialysis. Mssa(methicillin-susceptible staphylococcus aureus) was detected. On (B)(6) 2018- wbc; 10980/microl, crp; 51.65 mg/dl and creatinine; 6.01 mg/dl. On (B)(6) 2018- he received arthroscopic synovectomy again. He received infusions of cefazolin (changed to levofloxacin later). He was prescribed levofloxacin. On (B)(6) 2018- wbc; 8540/microl, crp; 10.95 mg/dl and creatinine; 1.39 mg/dl. On (B)(6) 2018- he recovered with sequelae (pain and weakened adl; activities of daily living) and was transferred to the other hospital.

Manufacturer narrative:
We are investigating the case in detail. Updated data: event, PMA/510k and if follow-up, what type. This additional information was reported from the treated physician. He had received dialysis for kidney failure. Mssa was detected. He received arthroscopic synovectomy again. He resolved with sequelae(pain and weakened adl). Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot#: 5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
On (B)(6) 2018, a 70 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection site was covered with sterilized gauze and applied plaster. 2018-03-unk, he had septic arthritis. 2018-03-unk, he had received dialysis for kidney failure. On (B)(6) 2018, he was admitted to another hospital. Wbc; 12880/microl, crp; 48.58 mg/dl and creatinine; 4.01 mg/dl. He received arthroscopic synovectomy and dialysis. Mssa(methicillin-susceptible staphylococcus aureus) was detected. On (B)(6) 2018, wbc; 10980/microl, crp; 51.65 mg/dl and creatinine; 6.01 mg/dl. On (B)(6) 2018, he received arthroscopic synovectomy again. He received infusions of cefazolin (changed to levofloxacin later). He was prescribed levofloxacin. On (B)(6) 2018, he resolved with sequelae (pain and weakened adl; activities of daily living).

Manufacturer narrative:
Updated data: age or date of birth, outcomes attributed to adverse event, event, other relevant history,concomitant medical products, date rec¿d by MFR, if follow-up, what type and device manufacture date. This additional information was reported from the injection physician. Concomitant drugs were added. The patient had septic arthritis in march and was admitted to another hospital. The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. We are investigating physician's reassessment and patient's outcome. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot#: 5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
On (B)(6) 2018, a 70 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection site was covered with sterilized gauze and applied plaster. 2018-03-unk, he had septic arthritis. On (B)(6) 2018, he was admitted to another hospital.

Manufacturer narrative:
We are investigating patient's outcome. The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot#: 5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo. Updated data: date rec¿d by MFR, PMA/510k and if follow-up, what type. This additional information was provided from the injection physician. 1% carbocain was added as a suspect drug.

Event description:
On (B)(6) 2018, a 70 year-old male patient received a mixed injection of artz dispo and 1% carbocain to bilateral knees for osteoarthritis after twice sterilization with cotton balls soaked in 0.5% hexizac alcohol solution. The injection site was covered with sterilized gauze and applied plaster. On (B)(6) 2018, unk: he had septic arthritis. On (B)(6) 2018, he was admitted to another hospital.